Event description:
According to the information available prior to the surgery the patient's penis was almost perfectly straight. Post surgery there was a very significant curve. The smaller tubes that fill the larger tubes seem to be in the wrong place. They stick out away from the base of patient's penis. Many months later it's very sore in that area because they rub on everything.